Manufacturer narrative:
The referenced scope was returned to the manufacturer for evaluation. A visual inspection was performed on the returned scope and observed the bending section cover at the distal end (proximal area) was broken/torn exposing the metal of bending section skeleton. The metal tab was protruding outside the bending section cover with no sharp edge. The bending section cover was removed to inspect the bending section skeleton; the internal elements inside the bending section are still intact; there were no sharp edges on the bending section skeleton. The scope failed the leak test from the torn bending section and from inside the instrument channel. In addition, the bending section was manipulated; the movement is abnormal due to the broken skeleton at the proximal end of the bending section. The scope was purchased on (B)(6) 2018. The evaluation could not confirm the reported " exposed fibers" for the subject videoscope, however, based on the evaluation results, the most probable cause of the broken bending section can be attributed to (unintended) operation error. The ¿instructions for safe use¿ provides several warning statements in an effort to prevent equipment damage and patient injury. ¿¿¿if any of the following conditions occur during an examination, immediately stop the examination and withdraw the endoscope from the patient. If the up/down angulation control lever does not move. If the angulation control mechanism is not functioning properly. Visually inspect the bending section for no metallic parts protruding from the bending section. Visually inspect the bending section for bends, twist, or other irregularities while the bending section remains straight. Visually inspect the bending section for abnormal bending shape, or other irregularities. Continued use of the endoscope under these conditions could result in patient injury, bleeding, and/or perforation."

Event description:
The manufacturer was informed that during a procedure, the scope was observed to have exposed fibers at the distal end of the scope. The user facility reported there was no sharp edges or missing pieces observed and nothing fell into the patient. There was no patient injury reported.